Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller alleges when the chair is driven straight the chair will pull to the right and drive in a circle.